Manufacturer narrative:
No investigation required since no problem occurred.

Event description:
There is a suspicion that part of it might have remained inside the body- vagina [foreign body in reproductive tract] seemed like a piece broke off when pulling it out- tampax [complication of device removal] malfunction hazard/product is coming apart, in pieces, shredding... Seemed like a piece broke off [device breakage] case narrative: consumer reported via email she suspects that part of the tampon has remained inside the body. No serious injury was reported.

Event description:
There is a suspicion that part of it might have remained inside the body- vagina [foreign body in reproductive tract]. Seemed like a piece broke off when pulling it out- tampax [complication of device removal] malfunction hazard/product is coming apart, in pieces, shredding. Seemed like a piece broke off [device breakage]. Case narrative: consumer reported via email she suspects that part of the tampon has remained inside the body. No serious injury was reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.